Event description:
Family member reported customer being treated by the paramedics. Famly member stated that she was led to believe customer was connected at the time of priming. Troubleshooting was performed and pump programming and function appeared to be normal.